Manufacturer narrative:
(B)(4). Batch # t5el2e. Device analysis: the analysis results that one psee60a device was returned with no visual non-conformance's and without a cartridge reload present. In addition another gst60d reload was received fully fired. Further analysis showed a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an open gastrectomy, the cartridge could not be loaded into the jaw at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the procedure, it was found that the cartridge pan was left inside the jaw. No further information is available. There were no patient consequences.